Event description:
Initial complaint rec'd from distributor as follows: "pt believes caths have caused him to bleed excessively".

Manufacturer narrative:
The adverse event 'bleeding per urethra after catheterization' is deemed serious as it may require a surgical or medical intervention to preclude a more serious consequence for the pt from a clinical perspective, a cause relationship between the catheter and the event is deemed possible because product use is temporally associated with the part of the body where the problem occurred. The samples are not available for investigation and therefore, the investigation was conducted based on the history records and valid documentation. Due to the lot number could not be obtained we have decided to check all tiemann gentle catheters lots which have been produced so far. Associated lot numbers for (B)(4). The investigation of history batch records was performed and no nonconformity was recorded during the mfg process. All relevant tests required during mfg process and final product release were performed and met requirements. The products were produced in accordance with valid specification. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date covatec became aware.